Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found that the tube of the returned cannula moved with respect to the bowl feature. The weld that joins tube and bowl was found to be cracked around the circumference. No other damage was found. The returned affected part has been identified as an affected device related to isi field safety notice 2955842-02-28-2014-001-r. The notice was sent to the site's robotics coordinator on 03/25/2014 and on 04/11/2014 an acknowledgment receipt was received from the site's robotics coordinator indicating that they had no affected product. The customer reported complaint does not itself constitute a MDR reportable event; however, the weld defect found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the customer observed that the cannula was pointing in the incorrect direction during installation 250mm single site curved cannula into the port. The customer installed the cannula into another port but the issue recurred. The customer then installed a 300mm single site curved cannula and the issue was resolved. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury. On 09/18/2015 intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who initially reported this complaint. According to the csr, the customer noted that the cannula was misaligned after it was installed. The customer inspected the cannula after it was re-moved and there were no issues observed. The top of the cannula did not spin or move on the shaft and the cannula did not exhibit any damage.